Manufacturer narrative:
The pump was received with unresponsive buttons due to the keypad connector being unlocked on the lcd board. The keypad traces were inspected and anomalies were noted. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive buttons. The pump was received with a cracked lcd window and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they had to call the emergency medical services for the low blood glucose. The customer also reported that the up arrow was unresponsive. The customer's blood glucose was 23 mg/dl at the time of incident. The customer's blood glucose was 156 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.